Manufacturer narrative:
(B)(4). Date sent: 04/23/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 03/31/25. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: -when the lock was released, the jaws lost the grip force and were easily removed from the tissue, but the jaws did not move well and would not open any further naturally. -there were no problem with the staples formation. -the operation itself proceeded without any problems with using the replacement, and there was no tissue damage and etc. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ec45a, with lot/batch number c9ej2m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted esophagectomy procedure, it was observed that the jaws on the device did not open at the 3rd firing after use. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4 batch #: c9ej2m. Corrected data: d4 UDI # investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Upon analysis, the device was received with tissue between anvil and on the channel and due to this it was not possible to open as expected, it was removed dry tissue and it was possible to open the jaw without any problem. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not open could not be confirmed as the device opened and closed without any difficulties noted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ej2m, and no non-conformances were identified.